Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient passed away after cardiac surgery.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra] product ID: [mc2vr01-delsys] (serial: [(B)(6)]). D9: no dev rtn to MFR? No. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), it was observed that due to in acceptable measurements the leadless ipg was recaptured. During second deployment, it was observed that the patient had lost consciousness and had hypotensive crises. It was also noted that the patient went into asystole and cardiac perforation, pericardial effusion, cardiac tamponade and pericardiocentesis was performed. Leadless ipg was attempted and not implanted and the patient was then taken to cardiac surgery for the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
D9: yes, return date: 11-jun-2026. H3: yes dev rtn to MFR? Yes. Eval summ attached? Yes. Product event summary: the delivery system was returned. The device was received with the delivery system but detached from the device cup, and analyzed. Analysis indicated the lumen of the delivery system was torn. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The delivery system stability member was kinked/buckled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.